Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of may 28, 2024, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the suspect device lot number is unknown; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of dart detachment. The following imdrf patient codes capture the reportable events of: e2401 - gastrointestinal distress, bowel dysfunction, and bladder control issues. E2330 - pain e1906 - infection. The following imdrf impact code capture the reportable events of: f12 - light of the patient had filed a legal claim for an unspecified personal injury related to the device/procedure.

Event description:
It was reported that the patient underwent pelvic floor reconstructive surgery with implantation of a solyx single incision sling on (B)(6) 2024. During the same procedure, bilateral sacrospinous ligament fixation, cystocele and enterocele repair, levator myorrhaphy, perineorrhaphy, and cystoscopy were also performed. During the bilateral sacrospinous ligament fixation procedure, the dart detached to the ligament, the device failed to retrieve it. Multiple attempts to withdraw the dart resulted in suture separation at the dart base. Subsequent attempts to locate the retained dart using radiographic imaging, fluoroscopy, cystoscopy, sigmoidoscopy, and laparoscopy were unsuccessful, leaving the dart inside the patient. The solyx mesh device remained implanted as the midurethral sling component of the procedure. Following surgery, the patient reportedly experienced severe pain, extreme fatigue, diarrhea, and gastrointestinal distress. On (B)(6) 2024, approximately six days postoperatively, the patient presented for evaluation of postoperative complications and hypotension. She claimed to have suffered serious and permanent injuries and damages, including, but not limited to: retained titanium dart within the pelvis, infection requiring antibiotic treatment, anemia, recurrent pelvic organ prolapse requiring pessary management, significant weight loss, bowel dysfunction, urinary frequency and bladder control issues, pelvic and groin pain, anxiety and emotional distress, and reduced work capacity. Additionally, the patient may continue to suffer significant medical expenses for medical care, loss enjoyment of life, treatment, and other injuries, damages, and losses.